Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer-reported complaint. Visual inspection of the instrument found no physical or cosmetic damage on the distal end. The instrument failed the electrical continuity test. There was no obvious damage to the conductor wires on the distal end. The root cause is related to a secondary finding during the investigation. An additional observations not reported by site was identified by failure analysis. The housing was removed from the back end. One of the conductor wires was found broken inside the heat shrink. The wire was still installed, but the gold wires were exposed from the inside of the insulation. Electrical continuity may fail as a result. The root cause for this failure is attributed to manufacturing. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2020, confirmed a maryland bipolar forceps (pn# 470172-16 / lot # n12190729 0033) was used during this procedure. The instrument has a maximum 10 uses. The alleged event occurred on the last use of the instrument. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the maryland bipolar forceps instrument was unable to coagulate. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: patient demographics and medical history were not able to be provided.